Manufacturer narrative:
(B)(4). The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, eccentric, 99% stenosed, mid right coronary artery (rca) after pre-dilatation with a 2.0 x 8 mm unspecified balloon dilatation catheter (bdc) the 4.0 x 12 mm xience prime stent delivery system (sds) was implanted; however, a distal stent edge dissection was noted. A second xience prime stent was used as treatment. There was no reported clinically significant delay in the procedure. No additional information was provided.